Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that each time blood glucose elevates, customer changed entire set and inquired if there was anything else that could be done other than change set. Customer checks that cannula is not bent. Customer states that blood glucose was normally between 300 mg/dl and 400 mg/dl. Customer was advised to continue changing entire set. Customer declined further troubleshooting. Customer reported on never receiving a no delivery alarm. Tubing clamp would be sent to customer.